Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The last calibration was performed on (B)(6) 2021 with acceptable results. The qc information on the day of the event was not available. On (B)(6) 2021, the customer indicated that the qc was originally out of range, but within specification upon repeat. It was noted that the sample centrifuge speed may be too short and the speed may be too high. The field service engineer found that the sample probe was faulty, performed an air purge on ise sample probe, and found a stream shooting to the side. They replaced the ise sample probe and performed air purge, ise conditioning, and precision on the pooled specimen. The customer ran ise calibration and qc tests all results meet system verification specifications. The investigation determined that the issue found by the field service engineer was the root cause of the event. No further issues were reported after the service visit.

Event description:
The initial reporter complained of questionable ise indirect na+ for gen.2 results for 2 patient samples on a cobas 8000 cobas ise module analyzer. Patient 1: the initial result was 129 mmol/l and the repeat result was 139 mmol/l. The results were reported outside the laboratory. Patient 2: on 09-apr-2021 the initial reporter provided additional patient results. The initial result was 131 mmol/l and the repeat result was 141 mmol/l. It was unknown if patient 2's results were reported outside the laboratory. The electrode lot number and expiration date were asked for but not provided.